Event description:
A peritoneal dialysis pt's nurse called in to tech svs with a drain question. The pt had reported feeling full to the nurse. A f/u call was made to the nurse. The nurse reported that he was not familiar with the cycler, and did not set a daytime exchange. The pt does a final fill of 2000 ml. The pt drained 67 ml in drain 0, and then began to fill. The pt filled with her prescribed fill volume of 2000 ml and while in dwell 1 informed the nurse that she felt full. The nurse called tech scs, which instructed him to do a stat drain. The pt drained out 5520 ml in the stat drain. The pt's treatment was resumed and was completed without further issue. There was no pt injury or medical intervention required due to the large drain volume. The drain volume of 5520 ml was 276% over the expected drain volume resulting in a reportable device malfunction.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.